Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the adhesive from the infusion sets were not sticking to the patient's skin. There were 3 infusion sets from the same box and lot number that did not stick properly. The reporter alleged the infusion sets were defective from the particular box. No adverse event was reported. Return of the suspect device was requested for evaluation.